Event description:
(B)(4) MDR - this lead exhibited noise and during explantation damage near the suture sleeve was observed.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed the ligature marks approx. 10 cm distal to the is-1 connector pin. In this region, deformations of the outer conductor coil were observed. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. In this area, cuts in the insulation were found which occurred most likely during the explantation procedure. No further deviations were noted, which might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.